Manufacturer narrative:
(B)(4).   Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture and shaft fracture occurred. The target lesion was located in a tight stricture of a vessel. A 12.0 x 40 75cm mustang¿ balloon catheter was advanced for dilation; however, during inflation at 12 atmospheres, the balloon ruptured and was noted to be fractured. The device was completely removed from the patient and the procedure was completed using another of the same device. No patient complications were reported and the patient's status was fine.